Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues, difficult to deploy, kinks, or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU) states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. The 2.25 x 23 mm xience xpedition stent delivery system (sds) was advanced without resistance, but the proximal shaft became bent. The sds continued to be advanced, and the sds balloon was inflated to deploy the stent. It was noted that the balloon did not feel like it was fully inflated. The sds was removed without resistance. During removal, the sds shaft separated outside the patient. The stent was only partially deployed; therefore, an additional balloon catheter was used to fully deploy the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.